Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2002. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. It is alleged that the patient underwent revision surgery on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with recurrent left direct inguinal hernia thereby underwent open repair with implant of perfix plug. Per op notes, ¿a transverse left inguinal incision was made. A sizable direct inguinal hernia protruding through a defect in the lower floor of the inguinal region at the pubic tubercle and reduced. A medium perfix plug was then placed over the reduced sac and secured with suture. The overlay patch was then placed and tied to the floor of the inguinal region with suture.¿ (B)(6) 2015 - patient was diagnosed with incarcerated recurrent left inguinal hernia thereby underwent open repair with excision of perfix plug. Per op notes, ¿a transverse left inguinal incision was made through the underlying scar tissue. Obvious bulge was noted compromising the hernia. The external inguinal ring was large due to chronic hernia. A direct hernia containing omentum protruding through a defect above and medial to the pubic tubercle was noted. The sac was cleared and was protruding through a very tight small opening. The defect was noted to be so tight and the plug was adhered to the lateral portion of the hernia sac. The perfix plug was removed in its entirety. The hernia sac was dissected and reduced. A primary cooper¿s ligament repair was performed by approximating the conjoined tendon to the pubic tubercle with suture.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b7, d3, d4 (product catalog no., corporate lot. No., UDI no.,), d.6b (date of explant), g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2002. As reported, the patient is making a claim for an adverse patient outcome against perfix plug. It is alleged that the patient underwent revision surgery on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.